Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(4) that during an unspecified surgical procedure, it was observed that the small battery drive device had a broken button and did not function. It was reported that there were no delays in the surgical procedure and a replacement device was available for use. It was reported that the procedure was completed with no further issues. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device catalog number was reported as 532.001 in the initial report and has been to 532.010. The UDI has been updated accordingly. The device manufacture date was documented as unknown in the initial report. It has been updated to october 17, 2012. Manufacturer location: the manufacturer location was inadvertently documented as (B)(4) in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch report will be submitted accordingly. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the bottom trigger was loose, failed safety assessment and failed the check the off/oscillation/on switch mode function. It was also noted that the bottom trigger flange was loose, trigger components were corroded and the electronic control unit plate came off. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly.